Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 11:32:04. During night drain cycle one, the patient's ultrafiltration reading was 835ml, indicating the home patient (hp) drained 835ml more than their maximum programmed fill volume of 1000ml. No additional information is available.